Event description:
The customer reported that after replacement of the processor pca the heartstart xl displayed an error 1000 (defib failure). There was no pt involvement.

Manufacturer narrative:
Pr#:(B)(4). A follow up report will be submitted upon completion of the investigation.